Event description:
Patient was trached in the operating room; 2 of the cuffed 6 shiley's cuffs popped in the operating room. Pt. Was finally trached and taken to pacu (post-anesthesia care unit). About an hour after pt was in pacu, the 6 shiley cuff tore/popped again and the pt was brought back to the or emergently for another trach. Balloons tested before use.